Event description:
It was reported by service report that the communication cable was frayed and foot-end lift as stuck in a high height. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Communication cable.